Event description:
The report form the database indicated that: a patient with a history of CABG was admitted for a procedure to the grafted vessel (svg to proximal rca) with 95% stenosis. The lesion was ostial. The lesion was a de nove; calcification is unknown. Preprocedure, timi flow was 2. A 2.5x28mm cypher stent was implanted after prerdilation. Post procedure, stenosis wa 0% and timi flow was 3. Seven months later, the patient had an ER visit for dyspnea and possible angina. The following month, the patient had repeat angiography for sob and scapular pain. Per reporter, the angiogram revealed that the vein graft was occluded proximal to the previously deployed cypher stent; the physician who examined the films stated that the stent was totally occluded, however. There was no intervention done. Preprocedure medications were aspirin, beta blocker, and ace inhibitors; intraprocedure regimen, plus statins and 6 months of plavix. Per report, the procedure was a complete success.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.